Event description:
During preventive maintenance of the device, the field service representative (fsr) reported that the device continued to heat past forty-four (44) degrees celsius. There was no pt involvement. Investigation in process, but not yet completed.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.